Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has multiple error codes messages. The customer reported that there was no patient involvement.

Manufacturer narrative:
Due diligence attempts were made to collect additional information and were unsuccessful. No additional information was provided. No parts were returned for fi. The unit remains at user facility.